Event description:
Reportedly, the barrel of the syringe shattered during irrigation, following a c-section. After the procedure, it was noticed part of the syringe was missing. The patient was brought back into surgery to search for the missing part, it was not found in the patient.